Manufacturer narrative:
H10: d4: lot number added unique identifier (UDI) # added h4: device manufacture date added.

Manufacturer narrative:
This information supersedes and overrides original phr visual assessment comment. One 72201106 2.3mm non-cannulated obturator used in treatment was returned for evaluation. (Lot # 50333420) the item is ten years old. It returned broken in two pieces. The handle was snapped off the obturator shaft while attempting to free a broken piece of drill from bone. The symptom aligns with force, torque, pulling or lifting of tissue and bone. Age; long term use and unintentional sterilization damage; ie: getting damaged and entangled with other instruments or devices while loaded into baskets may be other stress factors. Per instructions for use: ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. These instruments are designed for repeated use with proper care and handling. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Manufacturer narrative:
H10 h6: this information supersedes and overrides original phr visual assessment comment. One 72201106 2.3mm non-cannulated obturator used in treatment was returned for evaluation. (Lot # 50333420) the item is ten years old. It returned broken in two pieces. The handle was snapped off the obturator shaft while attempting to free a broken piece of drill from bone. The symptom aligns with force, torque, pulling or lifting of tissue and bone. Age; long term use and unintentional sterilization damage; ie: getting damaged and entangled with other instruments or devices while loaded into baskets may be other stress factors. Per instructions for use: ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. These instruments are designed for repeated use with proper care and handling. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instructions for use ( contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Event description:
It was reported that during a procedure when the drill prepared the bone hole, the device was damaged and part of the drill remained in the patient body. The obturator was used to remove the broken drill left in the patient body and the obturator was also damaged. All parts of the devices were removed from the patient. It is unknown how the procedure was completed, no significant delay or more complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: one 72201106 2.3mm non-cannulated oturator used in treatment was reported on but not returned for evaluation. Instruction for use (IFU) contains precautionary statements and recommendations for proper use. IFU 1060355 discusses proper care and maintenance: do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges. Complaint history review for three years prior indicated similar allegations for the product code reported. Batch review was unattainable without a valid lot number reported. No root cause related to the manufacturing of this device was confirmed. There was no evidence to suggest that product did not pass requirements upon release for use.